Manufacturer narrative:
After further review, this event was reassessed and it was determined that the device was not cleared for marketing or commercial distribution in the united states and is not similar to a device cleared in the us. Therefore, it has been determined to be not MDR reportable. An initial emdr was previously submitted for the event, therefore, a supplemental emdr is being submitted to document the change in reportability. Additionally, the FDA de novo number and pro code have been determined to be incorrect as identified. Device name was submitted in error.

Event description:
It was reported through the results of a clinical trial that approximately 79 days post arteriovenous fistula creation, it was difficult to feel thrill and hear bruit. The bruit was weak around the anastomosis. The endoavf was abandoned and the subject exited the study.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the everlinq endoavf system that is cleared in the u.s. The FDA de novo number and pro code for the everlinq endoavf system are identified. No hospital/medical records or medical images have been made available. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the results of a clinical trial that approximately 79 days post arteriovenous fistula creation, it was difficult to feel thrill and hear bruit. The bruit was weak around the anastomosis. The endoavf was abandoned and the subject exited the study.